Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device unexpectedly shut down and failed to deliver a shock. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio control evaluated the customers device and was unable to duplicate the reported issue. The device was retained by physio and the customer was provided a replacement device. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device unexpectedly shut down and failed to deliver a shock. There was no patient use associated with the reported event.